Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) states, adverse events that may occur and / or require intervention include: endoleak and reintervention. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on unknown date, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On unknown date, a contralateral leg in a left common iliac artery was migrated. Possible distal type I endoleak may have occurred. On (B)(6) 2022, a reintervention was performed using gore® excluder® aaa endoprostheses. A contralateral leg component was deployed to extend to just above a branch of a left internal iliac artery, however the stent graft was placed a little proximally from the intended level. Additionally, a stent graft was successfully implanted to extend to just above the branch of the left internal iliac artery. The patient tolerated the procedure. The physician stated that it was likely migration occurred because the left common iliac artery was aneurysmal when the contralateral leg was implanted, and the left common iliac artery diameter enlarged after a period of time. Reportedly, the cause of the slightly proximal deployment of the contralateral leg component at the time of reintervention was unknown, but the physician was not perceiving any device defect. Medical history: tevar using valiant devices.